Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device longevity estimate was different between the programmer used in the office and the remote monitoring network. The remote monitoring network was indicated to have had a software update. The programmer remains in use. No patient complications have been reported as a result of this event.